Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe was returned for evaluation. A non-edwards contamination shield was located between 68 cm and 86 cm proximal from the catheter tip. No introducer or packaging was returned. Without the return of the pressure monitoring unit, the customer report of pressure issue could not be confirmed. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on vigilance ii monitor for 5 minutes without error. The thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistency was observed on eeprom data. Resistance value of the thermal filament circuit was within specifications measuring 38.83 ohms. Both the thermistor and thermal filament connectors were opened and no visible inconsistencies were found. No visible damage to the catheter body, balloon, or returned syringe as observed. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The complaint could not be confirmed. No evidence of a manufacturing nonconformance was noted. It could not be determined if procedural factors or device handling may have contributed to the reported event. No actions will be taken at this time.

Event description:
It was reported that the pulmonary artery pressure (pap) readings were abnormally high when the balloon was inflated during use. The catheter position was changed but the problem was not solved. No catheter leakage or occlusion was noted before the measurement. An error message was not observed. The sample of pressure tracings or pap values were not available. There were no patient complications reported.